Event description:
The rn supervisor reported via telephone. The doctor recorded in the patient's chart that the tip of the #15 blade broke where it attached to the scalpel handle during an open rhinoplasty with septoplasty, bilateral inferior turbinate infracture and mucosal coagulation. He was unable to locate/remove the one broken piece. An x-ray showed the piece of blade in the patient's stomach. It was removed via endoscopy without incident. There was no injury to the patient.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.